Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was anemic with hemoglobin mid to low 7g/dl. Baseline hemoglobin was noted to be 8-10 g/dl. The patient was transfused with 1 unit of packed red blood cells (prbcs) on (B)(6) 2022. It was planned to do a further work up for bleeding if incrementation was not seen with transfusion. No source of bleeding was found and no further treatment was given.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event could not be conclusively established through this evaluation. The patient experienced bleeding on (B)(6) 2022 with anemia as the patient¿s baseline hemoglobin decreased from 8 to 10 grams per deciliter to 7 grams per deciliter. One unit of packed red blood cells was transfused on (B)(6) 2022. If incrementation is not seen with the transfusion, then further workup will be necessary. The event resolved by (B)(6) 2022 and was considered to be possibly related to the device. As the event resolved, no diagnostic testing was performed, and the source of the bleeding was not confirmed. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23aug2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.